Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons falling apart inside [device breakage]. Case narrative: consumer reported via phone that tampons are falling apart. No injury reported.